Event description:
The consumer's husband reported, his wife used the product for eight hours while sleeping. When the patch was removed, the consumer described burns in two areas. The consumer went to the emergency room and was prescribed silver sulfadiazine. The consumer also consulted with her family doctor. No further detail provided.

Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.